Event description:
A surgeon reports a pt with bilateral intraocular lens implants is experiencing blurred (hazy) vision, decreased contrast and diminished color perception. Glare and halos were also mentioned, but are not her primary concerns. The surgeon states the pt has posterior capsular opacification ou (od>os). A yag was performed os (less dominant eye) in 2006. Additional info including the pt's status following yag has been requested. MDR #1119421-2006-00349 -- od (right eye). MDR 1119421-2006-00350 -- os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.